Event description:
It was reported that during preparation of a steerable guide catheter (sgc), it was observed that the dilator of the sgc would not flush properly. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator could not be replicated in a testing environment due to the device returned condition (rhv was returned detached). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), it was observed that the dilator of the sgc would not flush properly. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.